Event description:
A customer observed a non-reproducible (B)(6) anti-hbc result on a single patient sample tested on the vitros 3600 immunodiagnostic system, when compared to repeatable (B)(6) results from repeat testing performed on a vitros eci system. Vitros ahbc result: 1.12 vs. Expected < 0.90. Based on this information and other hbsag assay results, the vitros anti-hbc result was considered to be false (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The false (B)(6) anti-hbc result was reported outside the laboratory; however, a corrected result was sent to the physician and there was no allegation of patient harm as a result of this event. (B)(4)

Manufacturer narrative:
The investigation determined that a false (B)(6) anti-hbc result was obtained from a patient sample processed on a vitros 3600 immunodiagnostic system, when compared to repeatable (B)(6) results obtained from another-vitros system. There is no evidence to suggest that vitros anti-hbc reagent or 3600 system were not operating as intended at the time of the event.the assignable cause of the event is unknown.